Event description:
It was reported that the pt's system was removed due to an infection. No patient symptoms were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.